Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 24x3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code. Device evaluated by MFR.: the promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 24x3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent strut was lifted up. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.